Event description:
It was reported that the pulse generator was noted to be in back-up in the box, prior to attempted implant. The device was not used.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed hardware reset has occurred on (B)(6) 2017, which resulted in the reported issue on backup operation and consistent with findings related to firmware upgrade procedure. Electrical testing revealed normal device characteristics with battery voltage near beginning-of-life.